Manufacturer narrative:
Reporter noted that it was reusable, the device is single use per labeling

Event description:
It was reported that a portex® ultraperc® single stage dilator kit inner cannula was inserted into the patient's trachea during dilation of the tracheostomy stoma in the intensive care unit (ICU). The patient was reported to recover from the surgery and ICU, but had post-surgery issues: respiratory difficulties, chest pain, and non-resolving pneumonia. It was identified by chest x-ray that there was a retained foreign body from the cannula. It was noted that the retained cannula was not identified during a procedural bronchoscopy or post-procedural chest x-ray. The cannula was identified and removed by bronchoscopy two-and-a-half months after the event. The reporter noted that the brown-colored cannula was difficult to visualize on a bronchoscopy, and contributed to the issue. No permanent injury was reported.